Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When performing the functional test the the electrode was connected to a test generator, the ablation test was performed, however a short alarm sounded and output shorted was displayed. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr premiere 90 electrode - ea: the device has not been returned in its original packaging. The active tip is in a used condition. There is tissue debris visible in the active suction port. There is a saline residue visible in the suction tubing. Electrical test result: the device failed the hipot active return test. Functional test: the activation test showed output short error on ablate mode. Coag mode ok. Manufacturer summary: from our investigation we were able to confirm a fault with the customers electrode. The device failed both electrical hi pot testing and functional testing displaying an output shorted error caused by an insufficient glue coverage between active tip and active suction assembly. The failure mode seen has been caused by is consistent with previous complaint devices investigated under CAPA. Where actions were implemented on january 2022 to help prevent recurrence of this issue are detailed below: 1. Update of the assembly aids 588060 and dn0012950 to further emphasize critical gluing process, to add image in appendix to highlight critical gluing instructions and add this to gluing station as visual aid. Additionally, training videos were embedded into assy aids to further support gluing processes in-line with best practice assembly method. 2. Retraining of all operators that are completing id60 within cr1 and cr2 against assembly aid 588060 & dn0012950. The complaint device was manufactured in sep 2021 which was prior to these corrective actions. The CAPA was closed in august 2022. A review of our complaint records over the last twelve months for the complaint device product code epoch suction electrode (227204) shows this defect to be low occurrence with 4 confirmed failures including this complaint device which equates to a failure rate of 1 in 9,400 which is as anticipated in the risk analysis. Therefore the frequency of the defect seen from this complaint is considered to be in line with the expected rate detailed in systems risk assessment document. Corrective actions: 1.update of the assembly aids 588060 and dn0012950 to further emphasize critical gluing process, to add image in appendix to highlight critical gluing instructions and add this to gluing station as visual aid. Additionally, training videos were embedded into assy aids to further support gluing processes in-line with best practice assembly method. 2. Retraining of all operators that are completing id60 within cr1 and cr2 against assembly aid 588060 & dn0012950. DHR review has been performed for the complaint device lot number u2109015; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in south korea that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the premiere90 electrode device generated excessive noise. During in-house engineering evaluation, it was determined that the suction tube on the device showed saline residues. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.